Event description:
A patient underwent a thrombectomy in (department) for access thrombosis which was complicated by the distal tip of the thrombectomy device breaking off interluminally - in the left brachial artery. Attempts to retrieve the object percutaneously were not successful and resulted in further migration of the thrombectomy basket in the artery. The patient was heparinized and underwent hd after which he was taken to the operating room by vascular and nephrology for an urgent open procedure,that successfully removed the retained object and re-sited his anastomosis to a position more proximal in radial artery. The patient tolerated the procedure and there were no complications. Vendor was notified by in. Manufacturer response for percutaneous thrombectomy device, arrow trerotola over the wire percutaneous thrombectomy device (per site reporter): no response yet.